Manufacturer narrative:
(B)(4): information unavailable.

Event description:
It was reported during an upper gi procedure, the patient was diagnosed with pouch dilatation. The band was replaced as well as a hiatal hernia. The patient was discharged home same day.